Manufacturer narrative:
.The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to faulty shields on the analog board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.